Event description:
It was reported that on the initial firing in a lap cholecystectomy procedure, the device would not fire. They got a new one to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip. Evaluation summary: the analysis results found that the (B)(4) device was received in good visual condition. The instrument was cycled, fed and formed 5 clips with gap. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.